Manufacturer narrative:
G4 510(k)#: please note that this product 9393612int(crescent peek 36x12) is not marketed in the united states; however, it is similar to the united states marketed device 9393612 (crescent¿ spinal system 36 x 12) with 510k # k172199. H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient implanted with cage having spinal therapy. It was reported that during a posterior lumbar interbody fusion (plif) procedure intended to perform an l4-l5 arthrodesis using the crescent peek cage, the implant broke intra-operatively while in its final position at the l4-l5 level. It was reported that a fragment of the broken cage remained in the patient because it was impossible to extract any part of the broken cage. There was no revision surgery planned/ occurred as a result of the event. There was no patient symptom reported. There were no further complications reported regarding the event.